Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device started to lose torque when in contact with bone and started heating up very quickly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device motor and electronic control unit were damaged and the device would not run, the thread saw blade coupling was damaged, and there was component damage. It was further determined that the device failed pretest for check oscillation frequency, check function of the device, and check the quick coupling for saw blades. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: battery oscillator device ((B)(6) 2020). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that two battery oscillator devices started to lose torque, one after another, when in contact with bone. It was further reported that both devices started heating up very quickly. It was reported that the was a 10-minute delay in the procedure due to the events. It was reported that an identical spare device was available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.